Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The key switch was found not turned completely on during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the vertical lift column on the 9800 system would not work and the system would not fluoro. No patient injury was reported.